Event description:
Per the returned device paperwork, the patient "suffered a labrinthitis and removed the electrode array out of his own ear." The patient's device was explanted in 2008 and a new device was reimplanted during the same surgery.

Manufacturer narrative:
This is a final report, filed december 22, 2008.